Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient's novopen 6 push button was stuck [device mechanical issue] blood glucose increased to 400 mg/dl, loss of appetite, weakness, drowsiness, dry mouth, nausea [blood glucose increased]. Case description: study ID: (B)(6). Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 150 cm. Patient's weight: 54 kg. Patient's bmi: 24. This serious solicited report from turkey was reported by a consumer as "patient's novopen 6 push button was stuck(device mechanical jam)" with an unspecified onset date , "blood glucose increased to 400 mg/dl,loss of appetite,weakness,drowsiness,dry mouth,nausea(blood glucose increased)" with an unspecified onset date , "absent-mindedness(absent-minded)" with an unspecified onset date , "difficulty breathing(difficulty breathing)" with an unspecified onset date , "rapid breathing(tachypnoea)" with an unspecified onset date , "feeling of pressure in the head(head pressure)" with an unspecified onset date , "fear of falling(fear of falling)" with an unspecified onset date and concerned a 828 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "dm", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "dm", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date and ongoing for "dm", , a non-novo nordisk suspect product levotiron (levothyroxine sodium) from unknown start date for "product used for unknown indication", current condition: dm(type not reported, diabetic for 36 years), hypothyroidism, polyneuropathy, hypertension, panic attacks, problem in the retina of the left eye, eating disorders, did not sleep regularly historical ar: elevation of cardiac enzymes, hypoglycemia historical drug: ryzodeg flextouch, novorapid flexpen procedure: cancer surgery, 31 sessions of radiotherapy. Concomitant medications included - dilatrend(carvedilol), cipralex(escitalopram oxalate), coraspin(acetylsalicylic acid), lipitor(atorvastatin calcium), forziga(dapagliflozin propanediol monohydrate). On an unspecified date, patient's relative reported that the patient's novopen 6 push button was stuck and requested a replacement pen. Novopen 6 lot number could not be provided because it was not with patient. On (B)(6) 2025 (while using ryzodeg penfill), patient went to the emergency room with complaints of loss of appetite, weakness, drowsiness, absent-mindedness, difficulty breathing, dry mouth, rapid breathing, feeling of pressure in the head, fear of falling and nausea. Patient's relative stated that she was discharged on (B)(6) 2025 and transferred to another hospi-tal due to treatment fees. Patient's relative stated that the patient was admitted to another hospital on (B)(6) 2025 and that her blood glucose (blood glucose) was high, increased to 400 mg/dl and that the doctors said she could go into a diabetic coma. Patient's relative stated that the doctor said that the patient's experiences could be related to the forziga drug and that patient stopped taking forziga. Doctor attributed the patient's blood glucose imbalance to the patient's lifestyle. Patient's relative also conveyed that the doctor said that the patient did not sleep regularly, did not have a regular standard of living, had eating disorders and that what the patient experienced could be related to these. On (B)(6) 2025, patient discharged from the hospital. Batch numbers: novopen 6: requested ryzodeg penfill 100 u/ml: ps6mw09; ryzodeg penfill 100 u/ml: ps6mh44; action taken to ryzodeg penfill 100 u/ml was not reported. Action taken to ryzodeg penfill 100 u/ml was not reported. Action taken to levotiron was not reported. Event abated after use stopped or dose reduced for ryzodeg doesn't apply. Event reappeared after reintroduction of ryzodeg doesn't apply. The outcome for the event "patient's novopen 6 push button was stuck(device mechanical jam)" was not reported. The outcome for the event "blood glucose increased to 400 mg/dl,loss of appetite,weakness,drowsiness,dry mouth,nausea(blood glucose increased)" was unknown. The outcome for the event "absent-mindedness(absent-minded)" was unknown. The outcome for the event "difficulty breathing(difficulty breathing)" was unknown. The outcome for the event "rapid breathing(tachypnoea)" was unknown. The outcome for the event "feeling of pressure in the head(head pressure)" was unknown. The outcome for the event "fear of falling(fear of falling)" was unknown. Reporter's causality (novopen 6) - patient's novopen 6 push button was stuck(device mechanical jam) : unknown blood glucose increased to 400 mg/dl,loss of appetite,weakness,drowsiness,dry mouth,nausea(blood glucose increased) : unknown absent-mindedness(absent-minded) : unknown difficulty breathing(difficulty breathing) : unknown rapid breathing(tachypnoea) : unknown feeling of pressure in the head (head pressure): unknown fear of falling (fear of falling): unknown. Company's causality (novopen 6) - patient's novopen 6 push button was stuck (device mechanical jam): possible blood glucose increased to 400 mg/dl, loss of appetite, weakness, drowsiness, dry mouth, nausea (blood glucose increased): possible absent-mindedness(absent-minded): unlikely difficulty breathing(difficulty breathing) : unlikely rapid breathing(tachypnoea) : unlikely feeling of pressure in the head (head pressure): unlikely fear of falling (fear of falling): unlikely. Reporter's causality (ryzodeg penfill 100 u/ml) - patient's novopen 6 push button was stuck (device mechanical jam): unknown blood glucose increased to 400 mg/dl, loss of appetite, weakness, drowsiness, dry mouth, nausea (blood glucose increased): possible absent-mindedness(absent-minded): possible difficulty breathing(difficulty breathing) : possible rapid breathing(tachypnoea): possible feeling of pressure in the head (head pressure): possible fear of falling (fear of falling): possible. Company's causality (ryzodeg penfill 100 u/ml) - patient's novopen 6 push button was stuck (device mechanical jam): possible blood glucose increased to 400 mg/dl, loss of appetite, weakness, drowsiness, dry mouth, nausea (blood glucose increased): possible absent-mindedness(absent-minded): unlikely difficulty breathing(difficulty breathing) : unlikely rapid breathing(tachypnoea) : unlikely feeling of pressure in the head(head pressure) : unlikely fear of falling(fear of falling) : unlikely. Reporter's causality (ryzodeg penfill 100 u/ml) - patient's novopen 6 push button was stuck(device mechanical jam) : unknown blood glucose increased to 400 mg/dl,loss of appetite,weakness,drowsiness,dry mouth,nausea(blood glucose increased) : unknown absent-mindedness(absent-minded) : unknown difficulty breathing(difficulty breathing) : unknown rapid breathing(tachypnoea) : unknown feeling of pressure in the head (head pressure) : unknown fear of falling (fear of falling) : unknown. Company's causality (ryzodeg penfill 100 u/ml) - patient's novopen 6 push button was stuck (device mechanical jam) : possible blood glucose increased to 400 mg/dl,loss of appetite,weakness,drowsiness,dry mouth,nausea(blood glucose increased) : possible absent-mindedness(absent-minded) : unlikely difficulty breathing(difficulty breathing) : unlikely rapid breathing(tachypnoea): unlikely feeling of pressure in the head (head pressure): unlikely fear of falling (fear of falling): unlikely. References included: reference type: e2b linked report reference ID#: (B)(4) reference notes: linked case. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer comment: (B)(6) 2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: this serious solicited report from turkey was reported by a consumer as "patient's novopen 6 push button was stuck(device mechanical jam)" with an unspecified onset date , "blood glucose increased to 400 mg/dl,loss of appetite,weakness,drowsiness,dry mouth,nausea(blood glucose increased)" with an unspecified onset date , "absent-mindedness(absent-minded)" with an unspecified onset date , "difficulty breathing(difficulty breathing)" with an unspecified onset date , "rapid breathing(tachypnoea)" with an unspecified onset date , "feeling of pressure in the head(head pressure)" with an unspecified onset date , "fear of falling(fear of falling)" with an unspecified onset date , "hearing loss increased during infection(hearing loss)" with an unspecified onset date , "caught an infection from the patient next to her during her hospitalization(hospitalisation-associated infection)" with an unspecified onset date, "nausea(nausea)" with an unspecified onset date , "vomiting(vomiting)" with an unspecified onset date , "diarrhea(diarrhea)" with an unspecified onset date , "severe flu symptoms(flu symptoms)" with an unspecified onset date and concerned a 69 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "dm", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "type 1 diabetes", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date and ongoing for "type 1 diabetes", , a non-novo nordisk suspect product levotiron (levothyroxine sodium) from unknown start date for "product used for unknown indication", treatment product: klamox (composition unspecified, non codable) since an unknown date patient was sick because there was a another patient stayed had pneumonia during her hospitalization with her and that her doctor prescribed klamox ( could not be taken) antibiotic tablets due to her severe flu symptoms during discharge, but she was able to use it for 2 days because it caused nausea, vomiting and diarrhea. Se stated that she thought she caught an infection from the patient next to her during her hospitalization, that on an unknown date she had mild hearing loss due to the radiotherapy she received at the time, but that the complaints in her ears increased due to this infectious condition and that she was under physician control. Patient's novopen 6 push button was stuck and requested a replacement pen. Novopen 6 lot number could not be provided because it was not with patient. The patient's relative reported that she did not experience any side effects due to the novopen 6 pen jamming, and that the pen jammed during her hospital stay. The patient's relative reported that the side effects she experienced were due to the forziga tb. She was prescribed, and that her doctor informed her that forziga should not be prescribed to a patient of her age. The patient's relative reported that her appetite has been better recently, and her nutrition and movement were better than before. The outcome for the event "hearing loss increased during infection(hearing loss)" was unknown. The outcome for the event "caught an infection from the patient next to her during her hospitalization(hospitalisation-associated infection)" was not reported. The outcome for the event "nausea(nausea)" was unknown. The outcome for the event "vomiting(vomiting)" was unknown. The outcome for the event "diarrhea(diarrhea)" was unknown. The outcome for the event "severe flu symptoms(flu symptoms)" was not reported. Reporter's causality (novopen 6) - hearing loss increased during infection(hearing loss) : unknown caught an infection from the patient next to her during her hospitalization (hospitalisation-associated infection): unknown. Nausea(nausea): unknown. Vomiting(vomiting): unknown. Diarrhea(diarrhea): unknown. Severe flu symptoms (flu symptoms): unknown. Company's causality (novopen 6) - hearing loss increased during infection (hearing loss): unlikely caught an infection from the patient next to her during her hospitalization (hospitalisation-associated infection): unlikely nausea(nausea): unlikely vomiting(vomiting): unlikely diarrhea(diarrhea): unlikely severe flu symptoms (flu symptoms): unlikely reporter's causality (ryzodeg penfill 100 u/ml) - hearing loss increased during infection (hearing loss): unknown caught an infection from the patient next to her during her hospitalization (hospitalisation-associated infection): unknown nausea(nausea): unknown. Vomiting(vomiting): unknown. Diarrhea(diarrhea): unknown. Severe flu symptoms (flu symptoms): unknown. Company's causality (ryzodeg penfill 100 u/ml) - hearing loss increased during infection (hearing loss): unlikely. Caught an infection from the patient next to her during her hospitalization (hospitalisation-associated infection): unlikely. Nausea(nausea): possible. Vomiting(vomiting): possible. Diarrhea(diarrhea): possible. Severe flu symptoms (flu symptoms): unlikely. Reporter's causality (ryzodeg penfill 100 u/ml) - hearing loss increased during infection (hearing loss): unknown. Caught an infection from the patient next to her during her hospitalization (hospitalisation-associated infection): unknown. Nausea(nausea): unknown. Vomiting(vomiting): unknown. Diarrhea(diarrhea): unknown. Severe flu symptoms (flu symptoms): unknown. Company's causality (ryzodeg penfill 100 u/ml) - hearing loss increased during infection (hearing loss): unlikely. Caught an infection from the patient next to her during her hospitalization (hospitalisation-associated infection): unlikely. Nausea(nausea): possible. Vomiting(vomiting): possible. Diarrhea(diarrhea): possible. Severe flu symptoms (flu symptoms): unlikely. Based on fu received on 12-may-2025 it was confirmed that the patient did not experience any side effects due to the novopen 6 pen jamming, and that the pen jammed during hospital stay. Hence novopen 6 will be downgraded. Case was previously submitted. Hence it will be removed after submission. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission the case has been updated with the following: patients age updated in years medical history updated suspect indications updated expected date of fu report removed, non reportable updated as yes for novopen 6 , malfunction updated as no treatment product updated in narrative events nausea, vomiting and diarrhea, hospitalisation-associated infection, flu symptoms, hearing loss added narrative updated accordingly. Final manufacturer comment: 19-may-2025: based on follow up received on 12-may-2025 it was confirmed that the patient did not experience any side effects due to the novopen 6 pen jamming, and that the pen jammed during hospital stay. Hence this case does not qualify for expedited submission with respect to devices. The suspected device novopen 6 will be downgraded. After we submit the downgrade report, novopen 6 will be deleted from suspect products.